Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had activation and seal issue. The device had regasp alert, end tone was heard and there was an evidence of energy delivery. There was no patient injury.